Manufacturer narrative:
H3/h6: potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Tablo cartridge instructions for use (IFU) warning: if the cartridge does not mate correctly with the tablo hemodialysis console, there is possibility of air entering the extra-corporeal circuit, which may result in patient injury or death. Follow the user manual setup instructions for locking the cartridge on the console front panel. Investigation was performed via log file review. The investigation confirmed that an air in line alarm presented, and the machine operated as intended. There were no console related issues noted in the log file. Although a cartridge leak was reported, it was not able to be determined if the cartridge malfunctioned. A review of production records for this lot/serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there was air in line and blood leak during treatment. Treatment was discontinued, resulting in the loss of two full circuits of blood. A third cartridge from a different lot number was used with no issues observed. The patient subsequently received a double dose of epogen the following week per physician direction, then resumed the normal dose after hemoglobin dropped by one point.